Event description:
As a precaution each delivery of "link endo-modell tibial plateau sets" and "link endo-modell replacement sets" contains one tibial plateau with the old pin/hole fitting and one tibial plateau with the new dovetail-shaped incision. The tibial plateau of the old form cannot be combined with a tibial component of the new form combined, and vice versa. Due to a complaint, occurred in (B)(6), we have determined in our process eval that it is possible that two tibial plateaus of the old or the new form are contained in the "endo-modell tibial plateau sets" or "endo-modell replacement sets" and not as intended, one tibial plateau of the old form with hole for pinhole protection and one tibial plateau of the new common form with the dovetail-shaped incision.